Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet with a dexcom g7, with cgm readings as low as 56 mg/dl and ilet low alerts active; the user had eaten a small snack before bed and does not announce meals, and later performed a full supply change after noting lower-than-expected insulin remaining and received assistance disabling limited access and confirming cgm pairing. Symptoms included hypoglycemia. Outcomes included no health consequences or impact and treatment with oral glucose. Investigation included communication with the user and caregiver and analysis of information provided. Investigation of this case revealed no findings available with insufficient information regarding any device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.